Event description:
It was reported that the patient had an ambicor penile prosthesis left cylinder does not inflate. Further information was requested but not yet received.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 occlusive cuff was visually inspected. No leak was found. The cuff was not functionally tested due to the balloon leak. The complaint tested within specifications and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had an ambicor penile prosthesis left cylinder does not inflate. Further information was requested but not yet received.